Event description:
On (B)(6) 2009, this patient was treated with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. On (B)(6) 2010, the patient presented emergently to the emergency room with a re-ruptured aneurysm. A CT scan revealed that both limbs had moved proximally out of the iliac arteries due to the aneurysm re-modeling. On (B)(6) 2010, the right hypogastric artery was embolized. Two contralateral leg components were implanted to extend the right side. On (B)(6) 2010, a contralateral leg component was implanted to extend the patient's right hypogastric artery. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.